Event description:
The pt reportedly experienced loss of sound, followed by loss of lock between the external equipment and the cochlear implant. External equipment was exchanged and programming changes were made; but the issue was not resolved. Testing confirmed that the pt's device was not functioning. The pt will be counseled regarding device revision surgery.